Manufacturer narrative:
The subject device was returned to the olympus for evaluation and the customer¿s reported problem was confirmed. The ceramic insulation at the distal tip of the device was found loose and the black cap is missing. The inspection also noted, the guide screw is missing, the guide pin is damaged, and the sealing rings were damaged. The device has not been repaired in the last year. The investigation is still in progress; therefore, the cause cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Additional 501(k): k931995.

Event description:
Olympus was informed, during inspection prior to use, the ceramic insulation at the distal tip of the inner sheath was found broken and a switch is missing. The scheduled therapeutic urology procedure was completed using a similar sheath without delay. No death or injury and no impact to patient or other was reported to olympus.